Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Information regarding this case was sent to technical services for review. Technical services discussed troubleshooting for this particular issue. At this time the device remains implanted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that it was not possible to establish telemetry with the device thus it was not possible to interrogate this device. The programmer was able to interrogate other device, thus the issue was with this device. The device remains implanted . No adverse patient effects were reported.